Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the flickering of images has occurred due to a cable failure, resulting in poor communication and poor image display. The event can be detected/prevented by following the instructions for use which state: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty cable was discovered and caused the reported intermittent image failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported, that following the completion of a procedure, his olympus hd autoclavable camera head¿s image began to flicker intermittently. This event had no impact on the procedure or the patient.